Manufacturer narrative:
Corrected information: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an exploratory procedure by catheterization of the adrenal veins for primary hyperaldosteronism for a patient with a history of arterial hypertension, initially both the non-abbott catheter and catheter guide were able to be inserted through the introducer. Upon re-entrance, the catheter and the catheter guide were not able to be fully inserted into the introducer. Eventually the catheter was able to pass through the introducer partially, which allowed manipulation of the catheter. Because of the issue, a prolongation of the intervention and additional stress on the patient occurred due to the patient being under local anesthesia for the procedure. There were no adverse consequences to the patient.